Event description:
The complainant has reported that a pt underwent a therapeutic multiple bank ligator procedure for treatment of bleeding esophageal varices. The clinician stated that after the procedure was completed, the rn was cleaning the scope and noticed a piece of plastic missing from the speedband superview super 7 ligator head. Therefore, the clinician returned the pt to the procedure room where he reinserted the endoscope and removed the piece of plastic by grasping it with a forcep. The pt did not sustain any reported complications or ill effects as a result of the issue. There is no further info available. Should any add'l relevant info become available a supplemental medwatch report will be submitted.

Manufacturer narrative:
This device has not been rec'd by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become availabe; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.